Event description:
The physician attempted to seal a perforation in the left anterior descending (lad) using a graftmaster 3.0 x 16mm stent graft. Reportedly, the perforation was caused by a prior implantation of two (2) cypher stents. The perforation was seven to eight millimeter (7-8 mm) from the distal edge of the cypher stent. The size of the perforation is unknown. It was noted that "the graftmaster was deployed and it sealed the perforation but it was not attached firmly to the vessel because there was the deployed cypher stent." Reportedly, "blood leakage was reduced but not hemostasis." A balloon catheter was attempted but "leaking persisted." Reportedly, "the balloon catheter was increased and a new perforation occurred around the distal edge of the cypher stent that was deployed at the distal lesion." The pt was then transferred to "another hospital" as the facility "did not have cardiovascular surgery." The pt was sent to surgery for "suture of the perforation and coronary artery bypass graft (CABG)." It is noted that the pt is "alive" although the discharged date is unknown.